Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient emailed zoll to report that he is not wearing the device because it irritates his skin. Technical supported follow up with the patient 3 days later. The patient reported that there was no rash, but there was an open sore on his back and that he cannot wear the device. The patient stated that he has not worn the device since june, when the sore became apparent. The patient reported that he went to his primary care physician (pcp) and the pcp told him that he never had chf and really does not see why the patient has the device. The pcp is aware that the patient has not been wearing the device. The patient will not put the lifevest back on and the patient is aware of the risks. There was no follow up on the open sore to see if it healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.